Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis noted creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified; crease sharp opening on posterior and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A delamination partial of the valve (adhesive failure).

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.